Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the patient experienced symptomatic pseudoarthrosis (onset 2012) leading to reoperation (additional plate and screws) and hospitalization due to index segment.